Manufacturer narrative:
Correction: section h device manufacture date a supplemental MDR was submitted to reflect the correct device manufacture date.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was on blue screen with updates going on. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was on blue screen with updates going on. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no issue. A technical support specialist dialed the station and confirmed the system worked fine. The tss then connected with the customer, informed them about the station update and how it processed. The tse assured that updates would eventually complete and the device would be operational. The customer agreed and gave permission to close the case. The system functioned as intended after the technical support specialist investigated the issue.